Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. The c-ring was transected. The scopewash tubing remained in the cannula due the retention rib. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity to the c-ring. The instructions for use (IFU) cautions the user to avoid engaging the components of the c-ring assembly with the tool jaws to avoid damage that can cause portions of the c-ring to detach and fall into the body. Based on the evaluation results, the reported complaint was confirmed for c-ring "detachment and dislocation". This failure mode is currently being remediated in our CAPA system. This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the pa was "running the vein" when the c-ring broke. The c-ring was not manually manipulated prior to the procedure and the dissection tip was used to create the tunnel. Insufflation was being used. When the device was taken out of the upper leg, it was still intact but "dangling". Nothing fell into the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.